Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. Using a right femoral approach, the index procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous 2.5mm mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with an apex 2.0x15mm balloon inflated to 8 atms for 10 seconds and the placement of a 2.5x20mm taxus liberte stent deployed at 10 atms for 13 seconds. The physician reported that he had difficulty withdrawing the longer stent delivery balloon. The physician confirmed that the balloon was completely deflated before removal. Additional treatment in the mid lad placed (2) 2.5x23mm promus stents and a 2.5x18mm non bsc stent utilizing multiple post dilations. No patient complications were reported and the patient's condition was listed as fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).